Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device remains implanted; therefore, no devices will be returned.

Event description:
Additional information was received: the doctor reports the patient is doing great, has stopped snoring and is off CPAP treatment.

Event description:
It was reported that the surgeon was using a clamp (unknown brand) pulling on the hyoid bone so that a suture could be placed. The surgeon noted some tension and then the hyoid fractured at the most lateral section of the bone. The surgeon suspended the hyoid, drilled another small hole in the bone and sutured around the fractured area. The rep stated that what should have been a one hour procedure turned into a four hour procedure. The procedure was completed with the hyoid suspension device implant. No further complications were noted.

Manufacturer narrative:
Additional information was received: the doctor reports the patient is doing great, has stopped snoring and is off CPAP treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.